Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high pacing impedance. Upon opening the pocket, it was discovered that the lead was loose in the implantable cardioverter defibrillator header. The doctor tightened the set screw for the lead and the problem was solved. The patient was stable. Related manufacturer reference number: 2017865-2019-18432.